Event description:
Customer's doctor reported that the customer was being released from the hospital and called to seek assistance with an error message on the insulin pump. Several attempts were made to contact the doctor to get further information on the hospitalization, however received no response. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.